Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during follow up the right ventricular lead was found to have high thresholds and poor sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was feeling symptomatic of always tired, feeling sick, and week at the time of the right v entricular (rv) lead having high thresholds and poor sensing.